Event description:
The dr was positioning the exam light prior to an eye surgery case and before the pt had sat down in the exam chair. The ball pivot that secures the lighthead, cross arm assembly, and counterweight separated from the light support post. The dr was able to catch the light arm and lay it on the floor.